Event description:
It was reported that an implanted impella cp repeatedly alternated between ¿suction alarm¿ and ¿impella position in the aorta¿ alarms. Echocardiography showed that the pump outlet was positioned over the atrioventricular junction, and attempts to reposition the device were unsuccessful. Despite volume administration, suction alarms persisted, and even when the pump was pulled back into the aorta, flow could not be increased beyond 0.5¿l/min. The device was removed and successfully replaced, and no patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The product with event logs were received and the investigation was completed. Device history record review was completed, and pump passed all post-sterile inspection checks. Data review: data logs confirmed low flow when pump started with multiple suction alarms & remained to the rest of the case. Logs also revealed pump was in improper position corresponded with clinical description that triggered alarms impella position in ventricle/aorta. No other issues were found on the logs. The returned pump was analyzed. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. Pump suction: the cause of pump suction was unable to be determined as limited clinical details were provided and no issue was found on the pump. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no issue was found on the pump. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.